Event description:
It was reported that the jetstream catheter stopped aspirating during the procedure. A 2.4mm jetstream xc atherectomy catheter was selected to treat peripheral arterial disease. During the procedure, while inside the patient, the jetstream catheter only ran successfully for 30 seconds before it failed to aspirate. It was noted that the tone of catheter changed and nothing else was being returned to collection bag. The catheter was removed and the tip was inspected, where no issues were identified. The catheter was then reintroduced to patient, however, the same issue occurred. The procedure was completed successfully using another jetstream catheter. No patient complications were reported.